Event description:
It was reported that pump touchscreen responsiveness was slower than expected and sometimes required several taps to respond, although screen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Technical support had customer try troubleshooting steps, after which touchscreen was working, and customer stated intention to call back if further assistance was needed.